Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient sustained a first degree burn on the left forearm with the use of a level 1® snuggle warm® blankets convective warming systems. This was after 4 hours and 30 minutes of use of the device. The patient was positioned in a supine position with the arms crossed. The operating temperature was 40 degrees celsius. Clinicians ensured that the installation was non-compressive. No other adverse health outcomes were reported.

Manufacturer narrative:
Three level 1® snuggle warm® blankets were returned for investigation. One of the samples was received in used conditions, while the other two were received in their original packaging. A visual inspection was performed on the three samples. The used sample presented an 80mm tear in the middle section. Functional testing was performed on the two unused samples and no anomalies were detected during use, the blankets exhibited good performance. A manufacturing review of a similar device was performed and no discrepancies were found. The complaint could not be confirmed.

Manufacturer narrative:
One of the samples was received in used conditions, while the other two were received in their original packaging. A visual inspection was performed on the three samples. The used sample presented an 80mm tear in the middle section. Functional testing was performed on the two unused samples and no anomalies were detected during use, the blankets exhibited good performance. A manufacturing review of a similar device was performed and no discrepancies were found. The complaint could not be confirmed.a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquires or follow up questions related to the record, do not use (B)(6) located in section g1 please direct those to the following: (B)(6) corrected data: g7: follow-up number